Manufacturer narrative:
Product analysis: witness marks on the outside edge of the set screw were it appears that the rod made contact with the screw while it was being installed. These witness marks are consistent with the rod not being fully reduced before the set screw was installed. This condition can cause the set screw to "break off" before the rod is fully seated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient with lumbar spinal canal stenosis underwent transverse lumbar interbody fusion at l4/5. Post-op, on an unknown date, the set screw in the right side of l4 was found to completely back out of screw head for which patient underwent re-operation on (B)(6) 2017. In the re-operation, the set screws implanted in one side were replaced with new ones. The patient experienced no health damage.